Event description:
It was reported that during a percutaneous peripheral intervention procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the tortuous common iliac artery. A 8.0x40x75cm express ld stent delivery system (sds) was well positioned and deployed at 12 atms at the target lesion. For post dilation a 10x40 non bsc balloon catheter was advanced to the target lesion, and during inflation the 8.0x40x75cm express ld stent was crushed to the side of the artery wall. For treatment, a non bsc self expanding stent was placed overlapping the crushed express ld stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).